Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician pulled the peg tube, the pullwire broke. There were no parts of the device detached inside the patient and a new endovive safety peg kit pull method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found that the pullwire was threaded through the on sheath and there were no issues noted. A small remnant of the wire loop from the dilating tip was found to be attached to the apex of the pullwire. The wire loop portion was frayed, bent, and failed while undergoing tensile and / or torsion force. The returned device was not consistent with the complaint that the blue pullwire broke. The device analysis found that the wire loop from the dilating tip detached, frayed and bent. The portion of the loop wire most likely detached when it was pulled out after it was broken at the apex. Based on the event description and evaluation of this and other returned devices with the same issue, the most probable root cause is "operational context." A device history record (DHR) review was performed. There were no nonconforming events or deviations identified. A lot history search was performed and found no other complaints against lot number 16076819.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician pulled the peg tube, the pullwire broke. There were no parts of the device detached inside the patient and a new endovive safety peg kit pull method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event pullwire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.